Event description:
Patient's mother reported there are lines on the blood glucose monitor that interfere with the reading of the device. Mother stated that the large button, the "accept" button in the middle is difficult to push down. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitor for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Iu observed that the meter has solid vertical double lines appearing in the middle of the display. Iu observed that the location of the double vertical lines on the display do not distort the decimal point or digits during the simulation test, therefore misinterpretation is not possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the solid vertical double lines appearing in the middle of the screen. Upon powering the meter on, without holding power button, the solid line appears on all screens during performance testing. Iu observed that the meter could have been damaged during the component manufacturing process causing a solid line to appear in the display. Additional finding: iu observed the center/select button functions intermittently. Button has to be pressed hard for meter to respond. Additional finding: iu observed small white particles under the plastic cover on the lcd screen does not enable the bg or controls values to be misinterpreted. It has been determined that a design weakness in the meter's gasket can allow debris to enter the meter under the lens of the display. This debris under the lens does not affect the operation of the meter or pose potential harm to the customer and is considered a cosmetic issue. Additional finding: iu observed that the protective coating surrounding the meters display screen appears to have been removed. This issue is a result of the material of the meter housing coming into contact with certain cosmetic chemicals. The protective coating peeling off of the housing does not affect the functionality or performance of the meter. Failure analysis indicated that the meter had contamination liquid residue on the bulls eye and dome contacts causing the button issues. During the investigation processes the investigator cleaned the contacts and observed that the arrow button functioned correctly. All meters are confirmed for functional testing before being shipped from the manufacturer indicating that the introduction of contamination into the meter was a result of product mishandling by the customer. Failure analysis determined that the ingress of contamination was a result of customer mishandling. The customer's allegation of a solid line in the display was observed during the investigation of the returned product. This case is set to verified based on the iu's investigation of the customer's allegation.